Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she had the device in her bra when it started alarming. Blood glucose value was 137 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No blank display was noted. The operating currents could not be tested due to the keypad anomaly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.